Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an informational power on reset message displayed on the implantable neurostimulator recharger. The patient was able to successfully clear the power on reset message and turn therapy back on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient saw the informational por message when they went to charge their battery. The patient weight was requested but was not provided. No further complications were reported.